Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a health care professional (physician's assistant). This case was cross-referred with cases: (B)(4) (cluster). This case concerns a male patient of unspecified age who experienced severe pseudo-septic type reactions after receiving treatment with synvisc one. The patient's medical history, past drugs, concomitant medication or concurrent condition was not reported. On an unknown date in 2014 (last week), the patient received treatment with synvisc one injection (route, dose, frequency, batch/lot number and expiration date: unknown) in unspecified knee for an unknown indication. On an unknown date in 2014, the patient experienced severe pseudo-septic type reactions. It was reported that the patient came back to the office two days in a row and got his knee drained (knee effusion). Also reported, the patient's knee was quite swollen. Action taken: unknown. Corrective treatment: corticosteroids not otherwise specified (steroid) injection. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the patient experienced severe pseudoseptic type reaction after treatment with synvisc one. The patient got steroid injection. Although role of synvisc one cannot be ruled out for the occurrence of pseudoseptic type reaction, however, the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.